Event description:
A follow up called was made and the customer reported experiencing low blood glucose and the paramedics were called and treated her. The blood glucose reading at time of call was 117mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The customer believes nothing was wrong with the insulin pump, but she believes maybe the sensor was not functioning. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.